Manufacturer narrative:
Investigation results: visual examination of the complaint device found that there was plastic residue inside the stopcock. Functional evaluation was performed, and the device was able to inflate/deflate successfully once the plastic residue was removed. This failure is likely due to factors encountered during the procedure and/or the interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the during a procedure performed on (B)(6) 2018. According to the complainant, negative pressure could not be applied to the device. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. Investigation results revealed that the device had a foreign matter inside the stopcock.